Event description:
Greetings to whomever is reading this, I sent this inquiry to all FDA branches that seemed relevant. I have an inquiry about regulations of condom lubricants. They are neither food, nor cosmetics, nor medicine, and I am unsure which branch is supposed to help my request. I noticed an astounding lack of ingredients lists for condom lubricants. Sparked by the recent shift in skyn condoms to unspecified flavoring, I have decided to email durex to inquire about their lubricant ingredients, as those are the condoms I have used at the time of the uti. I am happy to provide my lab results confirming my chronic utis, the packaging of the condoms used, and forward the full correspondence with durex. But ultimately, they denied my request for seeing the ingredients list, and even to answer what type of silicone is used. I think this issue needs further investigation promptly. With the rise of cervical cancers, stis, bv(sexually transmitted infections, bacterial vaginosis,), and lichen. Sclerosis, epithelium irritants should be looked at more closely, and consumers should have a right to know what they're putting in their bodies. Let me know if the FDA can help this investigation, and whether there is information I can send you to help thank you for your time, (B)(6). Ref report: mw5162468.